Event description:
It was reported that the patient underwent surgery to treat pelvic organ prolapse on (B)(6) 2003 and mesh was implanted. During the same surgery (ams) sparc mesh was implanted to treat stress urinary incontinence. The patient experienced erosion, dyspareunia and formation of scar tissue. The patient has undergone additional surgeries, including a surgery on (B)(6) 2011. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with laparoscopy (discontinued), abdominal sacrocolpopexy (complication of small bowel obstruction), and sparc urethropexy.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2011 by dr. (B)(6) .

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) due to atrophic vaginitis.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/removal on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.